Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2010, the patient had essure inserted. In (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("abdominal pain") and depression ("depression"). The patient was treated with surgery (had to have surgery to remove her fallopian tube). Essure was removed in (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, abdominal pain and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the (B)(6). The reporter considered abdominal pain, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: fallopian tubes were fully occluded. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I, parity 2 (B)(6)2003, (B)(6)2006, (B)(6)2010) and gestational diabetes. Concomitant products included levonorgestrel (mirena). In 2010, the patient had essure inserted. In 2010, the patient experienced mood altered ("mood change"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and pelvic pain ("pain"). In (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("abdominal pain"), depression ("depression"), pain in extremity ("leg pain") and swelling ("swelling nos"). The patient was treated with surgery (on (B)(6)2014 had to have surgery to remove her fallopian tube/right coil removed). At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, abdominal pain, depression, mood altered, vaginal haemorrhage, menorrhagia, migraine, headache, pelvic pain, pain in extremity and swelling outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pain in extremity, pelvic pain, swelling and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had one coil removed due to ectopic pregnancy ,left coil still present. Discrepant information about removal date earlier it was (B)(6)2014 now as per current follow up it was (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: fallopian tubes were fully occluded. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet- events mood, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.